Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2017. Customer¿s blood glucose value at time of incident was 540 mg/dl and current blood glucose value was 130 mg/dl. The customer was treated with manual injection. Customer did not allege pump was under delivering. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.